Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above the elective replacement indicator (eri) voltage level upon receipt. Analysis revealed the ventricular set screw was stripped. This prevented full engagement with the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that noise resulting in oversensing was observed on the device during the implant procedure. The lead was removed and reinserted in attempt to resolve the issue; however, the set screw was unable to be tightened. The device was explanted and replaced to resolve the event and the patient was in stable condition.